Event description:
It was reported that during a lap nissen procedure, the device tested ok and worked for 10 mins but then the hand buttons stopped working. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.